Event description:
Patient was revised from a unipolar prosthesis to a total hip due to arthritis. It was noted that the stem was malpositioned.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the provided lot code could not be verified as proper/correct for the reported product code. The investigation could not verify or identify any evidence of product error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since january of 2006. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.